Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to being in and out of diabetes ketoacidosis. Mother stated that the customer went to class without eating and began vomiting. When the customer got home, she ate dinner and began throwing up again. Customer tested for ketones and they went from moderate to high within thirty minutes. Customer was then taken to the emergency room. It was noted that the customer's blood glucose readings were 239 mg/dl at the time of the emergency room visit. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the customer was taken off the insulin pump and placed on insulin drips at the hospital. Customer was recently placed back on the pump and customer reported abdominal pain and nausea. Mother stated that the customer went back into diabetes ketoacidosis with blood glucose readings over 200 mg/dl. The high pressure test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.